Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for proximal humeral fractures on (B)(6) 2018. By confirming the 6mm diameter of the medullary cavity, the surgeon opted for an 8mm multiloc proximal humeral nail-right for internal fixation. As a medullary cavity reamer was not prepared, surgeon inserted the nail by hammering. After the proximal fixation, surgeon moved on to the distal side. During the distal fixation, spiral fractures were noted at the tip of the nail. Additional bone fractures were also noted. Surgeon applied the hackethal fixation technique with three (3) 3.0mm kirshner wires (k-wires), which led to a 90 minutes delay in surgery. Surgery was completed successfully. Surgeon stated the spiral fractures may have been prevented if a reamer had been available. Surgeon also stated he felt something coming off either during or after insertion of the nail. This report is for one (1) 8mm titanium multiloc proximal humeral nail-right-cannulated-160mm. This is report 1 of 1 for (B)(4).